Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a piece of metal was detected in the knee while the surgeon was removing excess bone cement. The piece of metal was removed and identified as portion of the clip from the impactor/extractor used during surgery. It was reported that all pieces were removed from the wound site.